Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother was advised to forget transmitter in bluetooth settings, remove all bluetooth devices in immediate area, reset smart device. Patient's mother stated she will pursue another smart device to use with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.